Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a chipped out front corners of the top case, cracked right plunger case and a missing plunger case seal. Event log history was performed and indicated that acu watchdog alarm and primary audible alarm post error were recorded in history. During analysis, the reported issue could not be duplicated. Service replaced the speaker as a preventive measure. Service also performed power up process and all functional tests. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog system failure. No patient was involved in this event. No adverse effects were reported.